Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the clinical evaluation the presence of a type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 40 months post implant of a bifurcated device, a limb extension and a suprarenal aortic extension, the patient developed an endoleak. The physician corrected the endoleak by implanting a suprarenal aortic extension and an infrarenal aortic extension. The patient condition post procedure was not available.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.